Event description:
The physician initially reported the sheath in the kit was breaking off at the hub. The physician reported he had a sheath break off in a patients leg during a vein ablation procedure. The sheath remains in the patients leg and physician does not plan to remove the sheath unless the patient develops symptoms. The physician spoke to the patient about the sheath remaining in the leg vein. The sheath has been in the patients leg for 10 days.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The user did not indicate if this was the initial use of the device. A follow-up report will be submitted when the investigation has been completed.